Event description:
During an in clinic follow-up, noise was observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device session records were requested but not available for review. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.